Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the home choice (hc) during use during fill 1. The home patient (hp)stated that he ended his therapy and reseated the same cassette and the same bags and was able to get through therapy with no further alarms. The tsr explained that since he opened the door he had probably corrected the problem without realizing it. The tsr explained that the set up was compromised by doing this. If there were any alarms, he would call for assistance. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer spoke with the hp on (B)(6) 2012. He stated that after he got the check heater line alarm, he shut down the homechoice, removed the bags, did not disconnect himself, opened the door to reseat the cassette, and then hooked up the same bags and was able to complete therapy. He had spoke with his nurse about reusing supplies, and she had explained proper procedures and the contamination risk to him. Therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use product was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.